Event description:
It is reported that a customer called stating that their insulin pump stopped working. The patient's blood glucose level was unknown. The customer changed the batteries and the screen is still blank. The customer was informed that a new battery cap may solve the issue but the customer wanted a replacement pump form the near by hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.